Event description:
At a pt's home, the external charger on a vista pump over heated and burned a hole into bedclothes. Also, some part of the power cord was melted. Pt is fine. Npwt treatment has been discontinued. Power core and external charger was on top of the bed and not inside bedclothes.

Manufacturer narrative:
Actual device has been received and preliminary inspection/investigation has been conducted. Detailed investigation results will be provided in a supplement report once all testing, inspections and investigations are complete.